Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's programmer and recharger wouldn't work- it had been three months since they last charged their ins. The patient wasn't sure if it was working since their ins moved around from all the weight they lost; they noted they could move the whole battery around. They had been in pain for 3 months as well since the ins wasn't working and the patient was taking pain medication. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they went to charge the device four days ago, but it would not charge at all. The patient stated that the battery would not connect to their stimulator at the programmer would not connect to the battery. No patient symptoms were reported and there were reported or anticipated. Indication for use is non-malignant pain.